Manufacturer narrative:
Additional information: the stent dislodgement happened at the hub of the sheath and the stent was stuck inside the sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the device was returned with no stent on the balloon. The imprint of the stent is present on the balloon. The deployment system showed no damage, and the balloon is in a pre-inflated state. The stent was removed from the sheath and was in an undeployed state. Image review the image shows an introducer sheath with a stent enclosed beside the hub. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use visi pro balloon expandable stent along with non-medtronic 6fr sheath and 0.035" guidewire during procedure to treat a moderately calcified plaque lesion in the proximal renal artery. The vessel was moderately tortuous. No embolic protection was used. There was no damage noted to the packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during removal following failed delivery, stent dislodgement occurred. The stent dislodged in the sheath after unsuccessful delivery, the stent is still inside the sheath and will be returned that way. The sheath was exchanged and the procedure was carried out with a new sheath and stent. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device with no excessive force used. The balloon catheter was removed without notice of the dislodged stent, pre dilation was performed and when the physician and scrub went to reinsert thestent they noticed that it was no longer on the balloon catheter. They used fluoroscopy to locate the stent inside of the sheath right at the hub inside the sheath. There was no patient injury.